Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms. Technical services (ts) noted thresholds were within normal range and this ra lead appeared to be functioning appropriately at this time. Ts discussed options with the field representative. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. The helix was retracted and there was dried blood/tissue within the lumen. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 270mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fractured lead conductor ductile overload with a torsional direction. Analysis concluded that the clinical observations of high out of range pace impedance measurements were likely caused by the confirmed fracture.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms. Technical services (ts) noted thresholds were within normal range and this ra lead appeared to be functioning appropriately at this time. Ts discussed options with the field representative. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms. Technical services (ts) noted thresholds were within normal range and this ra lead appeared to be functioning appropriately at this time. Ts discussed options with the field representative. This ra lead remains in service. No adverse patient effects were reported.